Manufacturer narrative:
Additional information can be found in the following section: h6-conclusion code.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the customer reported complaint. The instrument was found to have a broken conductor at the proximal end (inside of the housing). Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps would not deliver bipolar energy. The instrument was removed and reseated without success. A blue energy cord was changed, but the issue remained. Then, a new maryland bipolar forceps instrument was used and the issue was resolved. The procedure was completed with no reported injury.